Event description:
Two sfx cross-links were placed on the spinal rods. While tightening, the tips of two drivers broke off, one in each cross-link, before the torque wrench maxed out. The broken tips remain in the cross-links which were implanted. The surgeon was able to use another instrument to complete the procedure without delay and with no adverse consequences to the pt. See mfg report#: 1526439-2009-00024 for the other sfx torque driver that was involved in this event.

Manufacturer narrative:
A mfg error resulted in the ip component being heat treated to the wrong spec. As a result the tip may strip or fracture below the 65 in/lbs of force applied to lock the sfx implant to the spinal rod. It is unlikely that breakage would result in any adverse pt outcome. However this could result in a portion of the tip being left inside the implant or a delay to the case to remove and replace the implant. As a result depuy spine has notified our local office and is taking remedial action to remove this lot of product from the field.